Manufacturer narrative:
In previous report recall selected wrongly. Now, h6 updated/corrected. This device is not under recall.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: previously manufacturer captured wrong device information and missed to capture 510 k number and this device is within the scope of the recall. In box d: model number, catalog item identifier and product UDI has been updated. In box e: initial reporter: reporting address line, address state updated. In box h: recall number has been updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged lung disease. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician not confirmed particles in the air path during the device evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.